Event description:
It was reported that this implantable pacemaker had a remaining battery life of 4 years. The pacemaker was explanted and a new device with a different model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this implantable pacemaker had a remaining battery life of 4 years. The pacemaker was explanted and a new device with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information indicates that the device was explanted prophylactically. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post-market quality assurance laboratory. A visual examination of the device header and case revealed no anomalies. Dimensional analysis of the header was completed, with each port measuring as expected. Pacing and sensing functions were tested, and the device was verified to operate as intended. The analysis found no evidence of device defect, malfunction, or damage beyond the bounds of normal medical use. Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this implantable pacemaker had a remaining battery life of 4 years. The pacemaker was explanted and a new device with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information indicates that the pacemaker was explanted prophylactically. The pacemaker was returned for analysis. No additional adverse patient effects were reported.